Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right groin due to blood clots. Patient is alleging organ perforation, blood clots, and occlusion. The patient further alleges pain, as well as "unable to walk for long periods of time." Report from venogram: "vena cava filter is present in the lower inferior vena cava." "Coronal image shows the caliber of the vena cava in the suprarenal region to be 3.4 cm in transverse dimension. The tip of the vena cava filter terminates 11 mm below the lowest right renal vein and has an angled configuration. The vena cava appears stenotic in the region of the filter the diameter of the filter struts approximating 15 mm on image 84 of series 800. Caliber of the right common iliac vein is difficult to determine due to limited study which is complicated by artifact due to large body habitus and the minimal caliber which is likely present as previously elucidated on venogram imaging. There are extensive venous collaterals seen in the anterior abdominal wall." "Lnfrarenal vena cava filter appears to lie within a stenotic vena cava. Stenotic right common iliac and external iliac vein is suggested though evaluation is limited as the artifact in the pelvis is even more extensive. Chronic collaterals are present throughout the abdominal wall. These findings suggest occlusion of the inferior vena cava and of the adjacent right common iliac venous system" report from venogram: "purchase across the occluded filter was also achieved on both sides." "Completion venogram demonstrated excellent flow without any collaterals visualized. Smooth tapering of the ivc is noted on the ap projection at the level of the filter" report from CT (computed tomography): "two stents are seen in the inferior vena cava and a single stent in bilateral common and external iliac veins. There is discontinuity of the stents at the confluence of both common iliac arteries which may represent adjacent separate stents versus fractured stents. Clinical correlation is advised. No definite filling defect is identified bilaterally, although venous enhancement is suboptimal. Additionally, there is a filter in the inferior vena cava which demonstrates a perforated strut extending to and abutting the right lateral aspect of the abdominal aorta and at the origin of the right common iliac artery."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation . H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, inferior vena cava (ivc) stenosis/occlusion, blood clots, tilt, pain, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.